Event description:
Belmont tubing set leaking at the magnetic ring. Manufacturer response for warmed IV fluid rapid infusor, the belmont 3 spike disposable set (per site reporter): responded with follow up to mail back product for quality and is replacing the product.